Manufacturer narrative:
Upon reassessment of the reported event, the inserter was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the inserter was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral inserter w/ mod fork cat#31-473590 lot#z18j1229. Femoral inserter w/ mod fork cat#31-473590 lot#z18j1229. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00009, 0001825034-2020-00010.

Event description:
It was reported the inserter cracked up the handle. Attempts have been made and additional information on the reported event is unavailable at this time.